Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had high blood glucose levels of 468 mg/dl. The customer reported that there was no communication between the transmitter of the insulin pump and the sensor of the insulin pump. Troubleshooting was done. No additional information was provided.